Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a connector/adapter was missing from a bc151 bubble CPAP circuit kit. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The bc151 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k100011. Method: the returned bc151 bubble CPAP circuit kit was visually inspected for a missing connector/adapter. Results: visual inspection revealed that the connector/adapter was not missing but rather an incorrect type of inspiratory tube has been packed with the circuit kit. A lot check revealed no other complaints of this nature for lot number 110126. Conclusion: the bubble CPAP circuit kit consists of a number of components grouped together during production. It is most likely that operator error has resulted in an incorrect type of inspiratory tube having been packed with this bubble CPAP circuit kit. This is most likely due to a fault in the line clearance process. The new standard operating procedures have been put in place to assist the operators on the production line to correctly pack the circuit kits. A specific pack card detailing all components required must be displayed at the packing station. (B)(4).